Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of erythema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling for the reported event of erythema: "undesirable effects the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. . These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week."

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra plus¿ xc. Patient developed erythema in the "all face" after injection. The patient was treated with hyaluronidase and "antiallergic drug. Symptoms are ongoing.